Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported that she had eye surgery and could not see the insulin pump. Customer's blood glucose level was 410 mg/dl. The infusion set had a bent cannula. The customer treated her blood glucose level with the insulin pump. The customer had an ear infection. The device was not returned.